Event description:
It was reported that approximately two or three weeks post a catheter placement procedure, the catheter hub was allegedly detached from the catheter. The detached component was removed from the patient and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr bard d/l catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were noted throughout the surface. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported detachment issue, as the white luer hub was noted to be partially detached from the clamping sleeve and it was found to be easily removed and placed back to the extension leg. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two or three weeks post a catheter placement procedure, the catheter hub was allegedly detached from the catheter. The detached component was removed from the patient and the procedure was completed using another device. There was no reported patient injury.